Manufacturer narrative:
Arvind ganpula and et al had an article in the indian j urol, 2010 alleging migration of the hem-o-lok clip. The device history record review (DHR) could not be conducted since the lot number was not provided. Complaint can not be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: arvind ganpula and et al had an article in the indian j urol, 2010 describing a care report where a (B)(6) year old male patient underwent laparoscopic radical prostatectomy (lrp) for localized carcinoma prostate. The urethrovescial anastomosis was performed. Following the retrieval of specimen, an arterial bleeder near the transected urethra was secured with hem-o-lok clip. Three months after the usrgery, the patient presented with obstructive lower urinary tract symptoms. An ascending urethrogram revealed obstruction at the level of bladder neck. On cystoscopy, the anterior urethra was normal. There was a narrowing, at the anastomotic site and two hem-a-lok clips were seen protruding in the urethra. This complaint was entered as the second clip that was removed with forceps.